Event description:
Reporter alleged that a patient received the result of hi (greater than 600 mg/dl) on inform system 1 and another result of 375 mg/dl on inform system 2 compared back to back within 10 minutes of a result of 111 mg/dl obtained on a lab system. Reporter stated that the blood sample for the meters were taken from a line that used a flush bag comprised of d-50 and saline solution. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.